Event description:
It was reported that the patient had an accident and fell on her butt about one month prior to the report, and since then the device hadn¿t been working properly. It was noted that the device had a normal early replacement indicator (eri). It was later reported that the device was giving the patient pain and did not give relief. The next day, it was reported that the patient had a sore pocket, the implantable neurostimulator (ins) was tilted in the pocket, and it was causing pain. It was noted that there were some out of range impedances prior to the revision and it was pre-operatively noted that there was good lead placement but the lead appeared deeper than usual. It was reported that the lead was tested and it was noted that electrode 0 had impedances less than 50 ohms. It was noted that the remainder of the lead tested good and got motor response on all other electrodes. It was reported that the ins longevity was approximately 24 months and the ins was replaced as the patient did not want a revision for the next two years. The reporter stated that the patient fell quite a bit and was thin. Six days later, it was reported that the patient was doing well and her device was reducing her overactive bladder symptoms.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4) found no anomaly.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va01mcp, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot # va01mcp, implanted: (B)(6) 2012, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported noted that case notes indicated: "returned to manufacturer, generator removed due to low battery".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.